Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed. There were no deviations or nonconformances during the manufacturing process. Medical records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigations. This medwatch report is associated with MDR #s: 8030665-2013-00953, 8030665-2013-00954, 8030665-2013-00955, 2937457-2013-00564, 2937457-2013-00565, 2937457-2013-00566.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient stated that he noticed a pinhole about 4-5 ft down from where the patient connects to the cassette. While patient was in the third fill, he realized that cassette was leaking from the line. Per patient, after initial cassette leak, he experienced two more cassette leaks on the two following nights. Patient stated he was unable to complete treatments on all three nights. Patient began to feel bloated. Patient acquired peritonitis and was hospitalized for 2 weeks. Patient did not inform his pd rn. Medical records have been requested. Sample has not been returned to the MFR.